Event description:
During a angioplasty treatment procedure, difficulty deflating the balloon was encountered. The lesion being treated was a 99% stenosed, calcified, right coronary artery (rca) lesion. The physician was able to inflate the balloon to 6 atms on the first attempt. On the second inflation, the balloon was inflated to 10 atms for 30 seconds. The physician applied negative pressure for 1 minute before the balloon began to deflate. The balloon was removed intact. The pt did not have any symptoms or injuries while the balloon was inflated. The procedure was successfully completed and the status of the pt is reported to be good.